Event description:
The physician reported that the patient underwent phacovitrectomy for vitreomacular traction. In the subsequent post-operative period, the patient experienced endophthalmitis. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin, hypopyon, corneal haze, and posterior synechiae. Post-operative treatment included intravitreal injections of antibiotic, along with a subconjunctival injection of steroid. The intervention was effective in resolving the infection; however, the patient experienced a persistent condition of decreased vision. Post-operative management reflected a smooth perioperative course following phacovitrectomy for macular pucker and cataract. The patient was noted to have visual changes, with improvement limited by residual visual impairment. This complaint is pertaining the two of six reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. There was no equipment correlated to this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All identified complaints were assessed as part of this investigation. Based on the available information, none of the complaints were found to be directly related to the issue under review. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.